Event description:
It was learned through medical records a patient initially implanted with a 23mm aortic valve for 21 years 3 months, underwent a valve in valve procedure due to severe aortic stenosis and mild aortic regurgitation. The patient presented with symptoms of congestive heart failure. A 23mm replacement valve was implanted in the patient.  The procedure was successful with trivial perivalvular leak remaining post procedure. The patient was discharged on pod #5 in stable condition. The physician did not indicate a failure of the implanted device.

Manufacturer narrative:
Additional manufacturer narrative: through additional follow-ups, the healthcare provider indicated that the device did not prematurely fail. The root cause of this event is indeterminable, however, patient factors and progression of the patient¿s underlying valvular disease pathology may have contributed. Edwards lifesciences will continue to monitor all reported events. No actions are required at this time. H11: corrected d1, g1 corrected reporting  contact last name.

Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The device will not be returned to edwards for evaluation as it remains implanted in the patient. Multiple requests for additional information regarding this event have been performed; however, no additional details have been provided at this time. Based on the available information, the root cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported a patient initially implanted with an unknown edwards aortic valve for an unknown duration, underwent a valve in valve procedure due to stenosis and regurgitation. A 23mm replacement valve was implanted in the patient. The current patient status is unknown.